Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was remotely interrogated and had evidence of loss of capture (loc) for three consecutive beats. The patient was brought into the clinic for a device check and everything was stable and within normal limits. Further investigation is ongoing to determine whether loc occurred or something else. No adverse patient effects were reported. No changes were made and the device remains in service.